Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with unspecified antibiotics. The cause of the peritonitis was reported to be asbestos in the patient's house. The patient was discharged from the hospital after 7 days. The patient was still on antibiotics and was recovering from the peritonitis at the time of the report. Pd therapy was ongoing. No additional information is available. This is report 1 of 3 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13g10041, h13f13084, and h13g24109 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: this report is being submitted to cover unknown peritoneal dialysis disposables. As such, we do not know precisely which products were involved concomitantly. Further information regarding this event was obtained. The patient had been hospitalized for abdominal discomfort and severe constipation. On the same day, the patient was diagnosed with bacterial peritonitis. The patient was discharged from the hospital after seven days. The patient was treated five days later with vancomycin (1.3g, intraperitoneally, for six hours every other day). Vancomycin was discontinued after 16 days. The cause of the peritonitis was a break in aseptic technique. The patient was reported to be recovering from the event at the time of the report. Pd therapy was ongoing. No additional information is available. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.